Manufacturer narrative:
H3, h6) the manufacture representative revisited to the site to test the imaging system and installed backorder parts, auxiliary cord, x-ray hand control and pendant. MDR codes: b01, c07, d02 the pendant (bi71000529) was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "radiation disabled." Installed pendant into test system. System and pendant was booting as expected. Pendant keys were still functional, but several were worn and need excessive pressure to be applied to function. Visual inspection showed the pendant laminate was starting to lifting/ bubbling up from around the keys. Worn pendant. Returned date:2025-02-24 MDR codes: b01, c07, d02 the hand switch (bi71000194) was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "radiation disabled." Installed hand switch into test system. System booted and readied. Multiple 2d and 3d images were successful and store buttons were functioned as expected. No functional problem found. Visual inspection showed a crack at the top of the hand switch housing. Damaged hand switch. Returned date: 2025-02-24 MDR codes: b01, c07, d02 the panel indicator (bi71000208) was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "radiation disabled." Installed panel indicator into test system. System booted and readied. Power button functioned, e-stop functioned and all light-emitting diodes illuminated, no functional problem found. Visual inspection showed the battery status light-emitting diodes were dimmer than normal, laminated on the face of the panel was lifting and the e-stop button was faded. Worn assembly. Returned date: 2025-02-26 MDR codes: b01, c02, d02 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #:(B)(6) , product ID: bi71000194, serial/lot #: (B)(6), product ID: bi71000208, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found parts to be ordered, power card, x-ray hand control and power switch as per user manual. Continuation of d10: product ID bi71000438; product type: 2560-mnav - o-arm system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in surgery the site would take two 2d shots before the system would become unresponsive and then display a "radiation disabled" message. Site reported having to reboot the system to clear the message and continue taking scans. System then became unresponsive and displayed the same message after another few shots. Patient was present. There was surgical delay of one hour and no impact on the patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000622, lot/serial #: unknown ; product ID: bi71000438, lot/serial #: unknown ; product ID: bi71000208, lot/serial #:unknown; product ID: bi71000529, lot/serial #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while in surgery the site would take two 2d shots before the system would become unresponsive and then display a "radiation disabled" message. Site reported having to reboot the system to clear the message and continue taking scans. System then became unresponsive and displayed the same message after another few shots. Troubleshooting was performed and they found that the power cord was missing the ground terminal. X-ray hand control had intermittent operation for high fluor. The probable cause of the reported issue was the missing ground connection on the power cord inducting most the issues. The next step was to replace the power cord and x-ray hand unit and a very dim battery indicator board as well. Patient was present. There was surgical delay of one hour and no impact on the patient outcome.